Event description:
A 2.5 x 28mm cypher select + (B)(6) was retrieved from the patient after there was difficulty crossing the lesion, and it was noticed that the distal edge of the stent was flared. The stent delivery system was pulled back into the guide catheter, and the device was removed from the patient. The proximal left anterior descending (lad) lesion was described as de-novo, moderately calcified and slightly tortuous, with 90% stenosis. The procedure was successfully completed with a new cypher select + of the same size. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 128 mg/dl and 46 mg/dl. Customer was feeling low blood glucose symptoms with both readings, and self-treated by eating "something sweet." No adverse event reported. Requested return of suspect device and replacement was sent.